Event description:
During clinical inservicing, the console failed the self test. On-site service by abiomed found that the transducer was the source of the problem. The transducer assembly was replaced and the console functioned properly. There have been no further problems.